Event description:
It was reported that the user experienced a low blood glucose event overnight with a nadir of 52 mg/dl and treated with oral fast-acting carbohydrate (a hard candy), after which glucose increased; coaching on the 15-15 rule was provided and acknowledged. Symptoms included hypoglycemia. Outcomes included transient disruption without hospitalization or long-term sequelae. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia. It was concluded that the event was user-managed with education provided and no further action required regarding device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.